Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed for 9 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("adverse reactions to the nickel"), pneumonitis ("along with flaming inflammation in lung"), pneumonia ("unknown infection in one of her lungs"), sjogren's syndrome ("she was going to tested for auto immune they find its sjogrens"), pruritus ("itch so bad") and flatulence ("gas"). The patient was treated with surgery (essure removed, hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, allergy to metals, pneumonitis, pneumonia, sjogren's syndrome and pruritus outcome was unknown. The reporter considered allergy to metals, flatulence, genital haemorrhage, pneumonia, pneumonitis, pruritus and sjogren's syndrome to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: genital hemorrhage, sjogren's disease. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event gas was added and genital haemorrhage to tick intervention required and medically significant action taken with drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.